Event description:
Device was used during a pneumonectomy procedure. When the surgeon applied a clip on the pulmonary artery, the device made a funny sound in the instrument after squeezing. The artery appeared to be cut. The surgeon felt the applier scissored rather than clipped. This was reported to ethicon.